Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 the customer alleged exposure to moisture, cracks and was hospitalized, but stated hospitalization was unrelated to the product. Device received with blank display during testing. It was very difficult to remove the electronic stack and unplugging the battery connector to j7/pcba 1. When unplugging the battery connector the j7/pcba 1 broke off and soldered it back successfully on the pcba 1. The electronic stack removed using the pliers by pulling off on the top of the pcba 1 from the case and found moisture damage found on the electronics, motor, vibrator, keypad and battery tube during visual inspection. Also found pillowing and moisture damage on the internal battery. The pcba 1 was removed and installed in a test pcba 2, case, internal battery and motor. The pump turned on but with a frozen display on the medtronic logo during testing. Perform brush cleaning on the pcba 2 with the isopropyl alcohol and the pump stayed frozen on the medtronic logo. The pcba 2 was installed on a test pcba 1, case, internal battery and motor. The pump received with blank display during testing. Perform brush cleaning on the pcba 2 with the isopropyl alcohol and the insulin pump received with blank display. In conclusion, the blank display is due to moisture damage on the pcba 2. Unable to download history files and traces using thus and carelink software and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. P-cap locks properly into the reservoir compartment. Device received with serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Patient hospitalization unrelated to product. Blank display confirmed due to moisture damage on pcba 2. Cracks confirmed at the keypad overlay, case corner of the belt clip rails and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to verify software due to blank display. Device received with blank display during testing. It was very difficult to remove the electronic stack and unplugging the battery connector to electrical board. When unplugging the battery connector the electrical board broke off and soldered it back successfully on the electrical board 1. The electronic stack removed using the pliers by pulling off on the top of the electrical board 1 from the case and found moisture damage found on the electronics, motor, vibrator, keypad and battery tube during visual inspection. Also found pillowing and moisture damage on the internal battery. The electrical board 1 was removed and installed in a test electrical board 2, case, internal battery and motor. The pump turned on but with a frozen display on the medtronic logo during testing. Perform brush cleaning on the electrical board 2 with the isopropyl alcohol and the pump stayed frozen on the medtronic logo. The electrical board 2 was installed on a test electrical board 1, case, internal battery and motor. The insulin pump received with blank display during testing. Perform brush cleaning on the electrical board 2 with the isopropyl alcohol and the insulin pump received with blank display. In conclusion, the blank display is due to moisture damage on the electrical board. Unable to download thus and carelink software and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Device received with serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump wont turn on anymore and they saw water on the screen. Customer stated that they were in the hospital on (B)(6) 2021. Customer was in the intensive care unit. Customer stated that the hospital took her insulin pump off and it was placed on the a bag and the pump may have not been suspended that is why the bag got filled with insulin causing it to be water damaged. They noticed crack. Hospitalization was not blood glucose related. No further details given about hospitalization. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.